Manufacturer narrative:
A sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer went to the hospital due to his glucose levels after using a bd insulin syringe with the bd ultra-fine¿ needle 0.5 ml 30gx1/2".

Manufacturer narrative:
Correction: date of event: (B)(6) 2017. Date received by manufacturer: 10/02/2017.